Event description:
The customer reported that the leg extension accessory for the table is damaged and requires replacement. The problem has been in place for several weeks. There has been no pt injury.

Manufacturer narrative:
.